Event description:
Baxter received a report stating that advanta 2 frame head up functions ran up unintentionally when the right head siderail was lowered. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the siderail cables were ripped. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on july 25, 2018. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the siderail cables to resolve the reported event. Based on this information, no further action is required.